Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient's wife that the device shocked the patient. Follow up was conducted to no avail. The device is still in use. No further patient complications have been reported as a result of this event.